Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 28mm balloon. During the procedure, upon full deployment it was observed that the upper crown of the valve was not fully expanded. Post-balloon aortic valvuloplasty (bav) was performed with a 28mm balloon and then a 30mm balloon in an attempt to fully expand the valve but was unsuccessful. The valve remained partially under-expanded. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Event description:
It was reported on 17 october 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 28mm balloon. During the procedure, upon full deployment it was observed that the upper crown of the valve was not fully expanded. Post-balloon aortic valvuloplasty (bav) was performed with a 28mm balloon and then a 30mm balloon in an attempt to fully expand the valve but was unsuccessful. The valve remained partially under-expanded. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of valve under expansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve under expansion appears to be related to procedural conditions (valve position). It is possible that interaction between patient anatomy and the valve contributed to the reported event. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.